Manufacturer narrative:
A company service representative examined the system. The fluidics module was replaced and the original part was disposed of onsite. The system was then checked and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient); "delay of about 15 minutes" (no code available). Product problem(s): "system message displayed" (device displays error message). A hospital reported, the system "fell out" during a procedure. A system message was displayed when replacing the bottle of bss during the surgery. Additional information was requested. Additional information was received: the nurse reported, the system did not shut down by itself, but was blocked because of a system message. They were not able to reset the system so a reboot was done. The same cassette was used to attempt to reprime the system, but prime was unsuccessful. The system was rebooted once more and a new cassette was used. The system primed successfully and surgery was completed. There was a delay of about 15 minutes. The patient has received general anesthesia which needed to be prolonged because of the delay. The type of procedure being done was a combined phacoemulsification and vitrectomy. The problem occurred after the quadrant removal.